Event description:
During rinseback, received an air in blood alarm but a 1" column of air had travelled 1' past the "uabd." The venous line was manually clamped; no injury or intervention. The gambro technical services rep performed the 7 microliter bubble test 6x with 1 failure (bubble broke up into several small bubbles and stuck to side of tubing; were not detected). The "uabd" transducer was replaced.